Manufacturer narrative:
The investigation for the reported stroke has been completed. The device was returned for evaluation. The returned product was visually inspected and a catheter kink was observed which doesn't effect the results of investigation. Clinical details were insufficient to determine the root cause. Therefore, the root cause of the stroke could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The complainant reported the patient was on impella 5.5 support and they had a computed tomography scan that showed an intracranial hemorrhage with subdural and subarachnoid extension. The impella 5.5 was removed. It was noted that the embolic stroke to hemorrhagic conversion was due to anticoagulation. It is unknown what was done to treat the stoke however the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.